Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a battery compartment crack on the left side of grip the pad. The display was also dim and pink. Unrelated to the complaint, the keypad was torn on the contrast button. The keypad cover was removed; no damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack on the left side of grip the pad. The display was also dim and pink. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.